Manufacturer narrative:
(B)(4). Date sent: 05/07/2021. Additional information received: the patient indicated that she will be seeing dr. (B)(6). The explant procedure will be scheduled at that time.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2021 the DHR for lot 10439, serial (B)(6) as reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 10439 was an affected lot of the 2018 linx recall. Hands on analysis of the affected device is needed to establish the mechanism/cause of failure. Additional information was requested, and the following was obtained: lot #: 10439, serial #:(B)(6), implanting facility: (B)(6). Patient had done well but complained of dysphagia more recently. MRI history: she had a brain MRI at ara outside our system, she says they were aware and it was 1.5 tesla or less and compatible. Had another MRI one in our system for auditory canals in 2017 that was documented 1.5 tesla. Says she wears a necklace that notes she has the device and MRI limitation. She had an egd with dilation in (B)(6) 2016 up to 20mm. The patient is going to hold off until may and reassess then. She is concerned about having surgery and a covid-19 surge so wants to wait.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what was the date of implant? 2016. Has the device been explanted? No. What symptoms lead to the discovery of the discontinuous device? Chest pain, dysphagia. What was the date of the imaging which showed the discontinuous linx? (B)(6). Was the device initially effective in controlling reflux? Na. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Na. Did the patient undergo an MRI since device implant? Na if so, when was the MRI and what strength? Na. Did the patient have any other surgeries in the area? Na. Was any additional imaging performed since device implant? Na does the device appear to be in a continuous annular state in these images? Na we are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Possibly removal is device removal scheduled? Na. Is a replacement linx or fundoplication planned? Na. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Na. When and if the linx device is removed, may we ask that the device be returned for analysis? Na. If the device is being returned, to whom should a shipper kit be sent to (please provide full name and address). Na. The patient will hold off on removal until may. She is concerned about the spike in covid cases. Per photographic evaluation per medical safety officer: I reviewed an upright barium xray associated with this complaint. The xray image showed a discontinuous linx device in the lower mediastinal area. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. There appears to be a possible herniation of the gej given the location and orientation of the linx device and the appearance of the stomach on this single xray image.

Event description:
It was reported that during an esophagram the physician discovered a discontinuous device. No other information is available.

Manufacturer narrative:
Pc- (B)(4). Date sent: 5/18/2021. The patient indicated, that the surgery has been scheduled for early (B)(6). She did not have the exact date. But will follow up, when the exact date is known.